Manufacturer narrative:
Possible root caue: user error based on the present damage, the breakage of the ceramic beak may have been caused by the inner shaft being pulled out of the outer shaft at an angle. When the inner shaft is pulled out of the outer shaft at an angle, this presses the ceramic against the outer shaft and can cause breakage. In addition, the instructions for use state that the ceramic beak should be checked for damage before use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of the product was completely broken into two pieces and was retained inside the patients bladder which caused a surgical delay of more than 60 minutes. The procedure could be completed successfully.